Event description:
It was reported that an automatic lead safety switch (lss) was triggered due to bipolar pacing impedance measurements greater than 3000 ohms for this atrial lead. Unipolar impedance and threshold measurements were normal. Isometric exercise revealed significant noise on the atrial channel and review of recent x-rays revealed an obvious insulation breach near the left midclavicular line. The lead was reprogrammed to a fixed sensitivity of 5.0 mv. The patient will continue to be monitored via latitude and is scheduled to return in three months for a repeat follow up with device check. The lead remains in service and no adverse patient effects were reported.